Event description:
A customer report that during the dialysis treatment, a pt complained of left side numbness, tingling, chest pain and mild nausea. Treatment was discontinued and the pt was admitted to the hospital for eval. Over the course of several days, the pt continued with dialysis treatments with similar symptoms. A CT of the pt's head ruled out a stroke and an angiogram revealed calcification fo the vessels with no lesions. Lab work concluded the pt had mild hemolysis. There were no schistocytes present in the blood smear and the coombs test was inconclusive. The cause of the hemolysis is unk. The phoenix machine was inspected by the biomed and determined to be operating within specs. The disposable involved with the treatments were discarded and no available for analysis.

Manufacturer narrative:
The blood tubing set involved in this incident was discarded by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: 1000028093; 1000028467 and 1000029129. Forty five retained samples from the 3 lot numbers listed above were tested by means of functional, leak test, dimensional test and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specs.